Event description:
It was reported that an ilet pump did not deliver insulin for some meal announcements as expected, despite the user being trained and competent with announcing meals. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and completion of troubleshooting and education. Investigation included customer outreach and attempted follow-up. Investigation of this case revealed that the cause and device behavior remain unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.